Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. No moisture damage on electronic assembly during visual inspection. The device had minor scratches on the lcd window, scratched case, cracked battery tube threads, cracked reservoir tube lip, and stained end cap sticker.

Event description:
Customer reported via phone, he was having issues with keypad. It seemed as the buttons were sticking as the device scrolled up. Customer's blood glucose was 119 mg/dl. Customer stated the device got wet and may have caused the keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.